Event description:
Healthcare professional (hcp) reports one incident of a blood leak with the psn 140 dialyzer. Blood leak occurred at the start of treatment and was noted by the blood leak alarm. Blood leak was confirmed with positive hemastix. It was unknown if blood was returned to the patient. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per hcp.